Event description:
It was reported by the cath lab staff that following a diagnostic cardiac catheterization a 6f angio-seal sts plus was deployed in the right femoral arteriotomy. The next day, pt experienced a temperature. This febrile condition has continued with temperatures of 99.5 and 99.6 degrees f and she has also experienced enlarged lymph nodes in the abdomen, pelvis and neck on the right side. The pt was taking an antibiotic medication for a 1 week duration. The pt has received a CT scan which was negative and a gallium scan which revealed white blood cells were present. The pt will be followed for 3 to 4 weeks and another CT will be performed then.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more anigo-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and / or warm to touch. Numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.